Event description:
Reporter stated the customer has experienced intermittent hyperglycemia since (B)(6) 2014, and her mother believes the infusion device "doesn't deliver well." The customer's blood glucose has elevated above 300 mg/dl, and her normal range is 140-150 mg/dl. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.